Manufacturer narrative:
Product involved in the case: 56-3650 6.5 mm x 50 mm multi-axial screw, lot a19, (B)(4), mfg date: 09/14/2012, 56-3740 7.5 mm x 40 mm multi-axial screw, lot a16, (B)(4), mfg date: 09/17/2012.

Event description:
Information provided states that during the case the pressure caps on two (2) multi-axial screws (56-3650, 56-3740) rotated resulting in a delay in the case. Surgeon removed the screws and backup product was immediately available to complete the case.